Manufacturer narrative:
Eval of the implant determined that all the product's design specs were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be post placement/pre-loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or post-operative complications. Proper intended use of the implant is described in its instructions for use.

Event description:
The implant was placed on (B)(6) 2015 and was removed on (B)(6) 2015 due to pain and swelling. Primary stability and osseointegration was not achieved. Bone quality at the time of implant failure was type ii.